Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 330 mg/dl.